Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2025 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.